Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl) and valve under expansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl and valve under expansion appear to be related to challenging patient anatomy (severe calcification). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025. The patient's annulus was measured under the following: short diameter of 22.2mm and a long diameter of 28mm. The patient had eccentric calcification. Non-uniform expansion was checked and mitigated per established steps. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). Post-implant a severe perivalvular leak was detected. Two rounds of post-balloon aortic valvuloplasty (bav) was performed with a 23mm non-abbott balloon and one round of post-bav was performed with a 25mm non-abbott balloon. The perivalvular leak reduced to moderate. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.